Manufacturer narrative:
This report is submitted on 2 march 2021.

Manufacturer narrative:
This report is submitted on 25 january 2021.

Event description:
Per the clinic, the patient experienced infection at implant site resulting in explant of the device on (B)(6) 2020.